Event description:
Three pt samples with discrepant calcium results. Same samples used for repeat testing on same analyzer. Pt 2, initial result gave 5.9mg/dl, same sample repeated two times, giving 8.9, 9.7. Same was repeated an add'l five times giving 10.4, 9.9, 9.9, 9.8, & 10.1 mg/dl respectively. Erroneous results were not reported. The field service rep decontaminated the instrument and installed an extra wash cycle. Performance tests were performed which were within specifications.

Event description:
Three pt samples with discrepant calcium results. Same samples used for repeat testing on same analyzer. Pt 3, initial result gave 7.5 mg/dl; repeat gave 10.0 mg/dl. Pt 4, initial result 9.0 mg/dl, repeat 11.0 mg/dl. No pt info provided. Erroneous results were not reported. The field service rep decontaminated the instrument and installed an extra wash cycle. Performance tests were performed which were within specifications.

Event description:
Three pt samples with discrepant calcium results. Same samples used for repeat testing on same analyzer.pt 4, initial result 9.0 mg/dl, repeat 11.0 mg/dl. No pt info provided. Erroneous results were not reported. The field service rep decontaminated the instrument and installed an extra wash cycle. Performance tests were performed which were within specifications.

Event description:
Three pt samples with discrepant calcium results. Same samples used for repeat testing on same analyzer. Pt 1, initial result gave 6.8 mg/dl; same sample repeated three times giving 11.2, 9.8 and 10.4 mg/dl. Pt 3, (female), initial result gave 7.5 mg/dl; repeat gave 10.0 mg/dl. Erroneous results were not reported. The field service rep decontaminated the instrument and installed an extra wash cycle. Performance tests were performed which were within specifications.